Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Stabbed me - mouth [mouth injury]. Toothbrush came off - oral-b [device breakage] . Case narrative: adult male consumer via e-mail stated that over the last two weeks, his oral-b toothbrush head came off of his oral-b toothbrush and stabbed him three times. No serious injury was reported.